Event description:
It was reported that during a peripheral recanalization treatment procedure, a balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). The offroad re-entry system was advanced and positioned in the subintimal space. During the first inflation, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is "very well."

Event description:
It was reported that during a peripheral recanalization treatment procedure, a balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). The offroad re-entry system was advanced and positioned in the subintimal space. During the first inflation, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is "very well".

Manufacturer narrative:
Brand name: corrected from offroad re-entry catheter system to offroad." Upn- search: corrected from unk723 - offroad to h74939202100540 - offroad re-entry system long - 392021-0054. Upn: corrected from unk723 to h74939202100540. Catalog/model #: corrected from unknown to 392021-0054. Device lot number: corrected from unknown to 15239409. Device expiration date: corrected from unknown to 04/30/2013. Device manufactured date: corrected from unknown to 05/11/2012. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).